Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 55 units of insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting with tandem customer technical support. No additional information was provided.

Manufacturer narrative:
D1, d2a, g4 d1, d2a, g4.